Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found optic torn/split and haptic torn/broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports the patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.